Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer alleging possible pump under delivery. The customer¿s blood glucose was 25 mmol/liter at the time of incident and current blood glucose is 17.9 mmol/liter. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer performed the displacement test and able to passed the test. The insulin pump will not be returned for analysis.